Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was duplicated and attributed to an mfc connector that was not properly seated to the connector panel. The connector panel was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.